Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported malfunction was confirmed. Based on the results of the investigation, it is likely that the blue ring on the eyepiece was loose due to excessive use. A definitive cause cannot be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the scope blue ring loose and a bent and blurry image. The issue was found during preparation for use. There were no reports of patient harm.